Event description:
Pt in interventional radiology for chemoembolization of liver; wire snapped in half during procedure. The wire was immediately retrieved and removed from the sterile field. There was no harm to the pt from this event.